Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation pfa procedure, near the end of the case while in the left atrium, backflow of blood was noted from the sheath. The procedure was successfully completed without adverse consequences to patient.